Event description:
The lay user/pt's wife contacted lifescan in 2008 and alleged that the pt's one touch ultra meter was not powering on. The medical affairs specialist was unable to reach the pt after several attempts via phone. A letter was sent to the address provided. The wife reported that the alleged issue first occurred on the day before at 8:00 pm. It is not known if the pt had obtained results on this meter prior to the start of the issue. She also mentioned that the pt felt shaky after the reported issue began. However, he reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. The pt was not tested on any other device. At the time of troubleshooting, the wife did not have the subject meter with her (only provided the serial number of the meter). It was verified that this was not a new product and that the pt was using the correct test strips. He had also replaced the battery per the owner's manual, and the battery was correctly installed. However, the alleged issue was not resolved since troubleshooting could not be completed without the meter. This complaint is being reported because the wife claimed that the pt experienced a symptom suggestive of hypoglycemia after the reported issue began. The alleged issue could not be resolved. The pt did not receive any medial intervention. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.